Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) was not dispatched to investigate the event. A definitive root cause could be determined for this event. This is three of four separate MDR reports related to four patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-06229, 06230, 06231, 06232 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to reactive and equivocal toxo igg generated on a unicel dxi 800 access immunoassay system for four patients. The customer re-ran the samples on a different instrument using alternate methodology and the result were not in different category. The initial erroneous results were not reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.